Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 65 was a single occurrence and could not be reproduced during in-house testing. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while an astral device was going through its start up sequence it displayed a system fault message (sf65) indicating a data issue. There was no patient injury reported as a result of this incident.